Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield modified skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed. The evaluation showed that the lock has rotational and lateral movement and a residue buildup is present. The unit was repaired and all worn parts replaced. General cleaning and maintenance required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the tightening knob on the mayfield modified skull clamp (a1059) was not tightening to preferred levels as requested by the surgeons. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.